Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
Information was received from a patient implanted with a neurostimulator for chronic low back pain. It was reported that the patient had a loss of stimulation. The stimulator was on but the patient could not feel the stimulation. On (B)(6) 2015, the patient spoke to a manufacturer representative (rep) who instructed her to contact patient services. The issue began on (B)(6) 2016. Additional information received reported that that a rep saw the patient on (B)(6) 2016. Additional information received from the rep reported that the loss of stimulation was gradual. Impedance test revealed 5, 10 and 15 had impedance greater than 10,000. The cause of the loss of stimulation was determined to be due to a fractured lead. They reprogrammed around the fractured lead and they were getting pain coverage.